Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant. During a previous follow up on (B)(6) 2019 the battery longevity was at nine years capacity compared to six years during this recent follow up on (B)(6) 2019 premature battery depletion suspected. This device has been explanted and is no longer in service. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.